Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
Report received that the device did not audibly alarm before powering off. Reportedly, "in june," the device was infusing an unspecified drug at an unspecified rate. The pt reportedly unplugged the device to go to the bathroom." At an unspecified time, the device reportedly powered off without alarming. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.